Event description:
It was reported that the patient underwent inflatable penile prosthesis (ipp) replacement surgery due to a pump malfunction and the device not inflating. During the procedure it was observed that there was a break in the pump tubing. There were no patient complications reported.